Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery with the tna (tibial nail advanced) and screw for a tibial diaphyseal fracture. The locking screw was inserted into the most distal hole (oblique) with a radiolucent drive. The surgery was completed successfully without any delay. After surgery, it was found that the screw in question was not through the hole and out the back. According to the surgeon, load has not been applied yet, so that there are no plans to reinsert at this time. The screw in question is not completely fixed. A revision surgery may be performed if dislocation or fusion failure occurs in the future. The screw in question has not passed through the hole and had not achieved normal fixation strength. Therefore, follow-up observation is necessary. The patient outcome was reported to be stable. This report involves one unk - screws: nail locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative. B3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: nail locking/unknown lot. Part and lot numbers are unknown. UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.